Manufacturer narrative:
The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating the reported vent inop was due to th flow sensor failure. The service technician replaced the exhalation flow sensor. The service technician performed performance verfication testing and extended self testing (est). All test passed per operating specifications.

Event description:
Customer reported that ventilator went vent inop, in which the device stopped providing ventilatory support to the patient, and alarmed. Customer reported the ventilator was in use at the time of the reported problem, and there was no patient harm. The date of this event occurred after the unit was repaired on 9/22 for a similar event.